Event description:
2 incidents on cardiac arrests 1-bag broken at swivel, swivel separated from bag valve mask resuscitator and second bag mask valve mask did the same thing. 2-bag separated at swivel during cardiac arrests, both incidents ems was able to use another bag valve mask resuscitator.